Manufacturer narrative:
Bayer service went to the site and found the injector to be performing to specification. The bayer disposables used for the injection were discarded by the site and the lot numbers were unknown. Investigation at the site revealed that the patient's IV was started in the emergency department and medications had been administered through the IV prior to going to CT. The air embolus could have been introduced prior to the patient arriving in CT. The site also reported that they continued to use the injector after this event and experienced no problems.

Event description:
The site reported the following: a (B)(6) year old female emergency department patient was ordered a CT of the abdomen and pelvis with contrast due to abdominal pain. The patient had been connected to the stellant injector system (sn (B)(4)).the CT with contrast injection was completed with no problems. The radiologist reviewing the images noted an air embolism in the right ventricle of her heart. The patient was asymptomatic regarding the air embolus. Due to the lack of availability of critical care services at this facility the radiologist decided to transfer the patient to the emergency department of a larger hospital. The patient was reported to have remained asymptomatic regarding the air embolus and was later released.